Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the capacitor c15 of the customer returned mc board had leaked large amounts of electrolyte on the mc board. The electrolyte caused an electrical connection between 12v ovp and gnd under connector j6. The heat development caused the connector to partially melt and traces in the pcb to short which caused additional pcb damage. The short of the 12v ovp supply voltage prevented the ventilator from starting up.

Manufacturer narrative:
The field service engineer (fse) replaced the motor controller (mc) board, power management (pm) board, cpu board and power supply to address the reported issue.

Event description:
The customer reported that the ventilator will not power on and has burning odor and a leaking capacitor. The customer reported there was no patient involvement.